Event description:
It was reported that the lead showed high impedance. Capture had increased slightly but was within range and sensing was appropriate. No noise was seen by isometrics or on the egm. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
Additional information received indicated that the patient sustained a fall in early (B)(6) 2009. High pacing impedance was noted; lead fracture was suspected.